Event description:
During lap tubal ligation, injected lidocaine into the site then noticed the needle was missing from the hub. Needle was retrieved. Md used hypo needle to administer local lidocaine into operative site. After injection was complete, when md removed syringe, md noted the needle off the hypo hub was missing. Using camera and light source, needle was noted in pelvis wall, md was able to remove needle with using retrieval bag device.